Manufacturer narrative:
Approximate age of device ¿ 1 year and 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. On (B)(6) 2016, the patient was admitted to the hospital with an elevated lactate dehydrogenase (ldh) level of 1500 u/l and an inr of 1.0. The patient was reportedly non-compliant with the prescribed coumadin and aspirin regimen. Additionally, some intermittent pump power elevations were also reported, and the patient had gained 15kg since implant. A heparin infusion was initiated and the patient's ldh level decreased to 800 u/l and stabilized. No heart failure symptoms were reported. Pump thrombus was suspected and a subcostal pump only exchange was performed on (B)(6) 2016. The inflow conduit and outflow graft were not exchanged. No further information was provided.

Manufacturer narrative:
Upon disassembly of the returned device, examination of the proximal-side of the outlet stator revealed a thrombus formation surrounding the outlet bearing ball and in contact with all three blades of the outlet stator. The thrombus lacked laminated layering, suggesting that it did not initially form on the outlet stator; however, its specific origin could not be conclusively determined. The thrombus was not adhered to any of the blood contacting surfaces and did not appear denatured. Additionally, no contact marks were noted on the outlet portion of the rotor or the outlet bearing cup suggesting that it was not present in this location for a prolonged period of time. The evaluation could not determine a specific cause for the development of the observed thrombus formation nor a specific duration for which it was present in the pump. It could have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. The thrombus could have also created increased drag on the spinning rotor, contributing to the reported elevations in pump power. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.